Event description:
It was reported that high pacing threshold and slightly low sensing (but still within range) were observed. Device was changed out and all measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.